Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use.

Event description:
It was reported that the procedure was to treat lesions located in the proximal left anterior descending (lad) artery and the right coronary artery. The lesion in the lad was mildly calcified, 80% stenosed and was predilated with a 2.5x12 mm semi compliant balloon. Some resistance was felt during advancement to the lesion with the 3.5x15 mm xience v in the proximal lad due to the mild calcification. After deployment of the stent a dissection was observed at the distal edge of the stent implant. A 3.0x28 mm xience v was deployed to cover the dissection. There was no clinically significant delay in the procedure. No additional information was provided.